Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 12/16/2014 with the following findings: a review of the black box revealed evidence of multiple cs 064-0008 alarms on (B)(6) 2014. The pump case was removed and a frozen motor was found. The pump was exercised for 24 hours; the reported complaint could not be verified due to the presence of a cs 064-0008 alarm in the pump. The pump case was removed; no defects were found on the pcb. Unrelated to the complaint, the text on the display screen was found to be dim, faded and reddish. Also unrelated to the complaint, the battery compartment was found to be cracked below the bumper pad. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a call service alarm (cs 064) issue; during rewind/load. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.